Event description:
Provider was harvesting vein from rle of pt and c-ring of vasoview hemopro device broke off in pt. Provider was able to retrieve broken equipment from the pt's leg without harm to the pt.